Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be provided on a supplemental.

Event description:
It was reported that, "after approximately 3-4 days, this pt reported pain around the site of the screw. It is further reported that the top of the screw had sheared off. The customer reports that the patient underwent a revision procedure to remove the damaged screw".